Manufacturer narrative:
Tracking #.47882. Device-b. Device not returned for analysis.

Event description:
It was reported the er420 was used during a laparoscopic cholecystectomy. It was reported the clips shot out of the jaws after firing. The clips were falling into the pt. The surgeon retrieved some of the clips. A second er420 was opened and the clip would not close. A third device was opened to complete the case. The rep is returning the first device. There was no consequence to the pt.